Event description:
Patient had a left total knee arthroplasty done on 10/9/87 for advanced osteoarthritis of the left knee. In nov. '91 she noticed sensation of grinding in the left knee with associated pain with activity. In dec. '91 she still demonstrated grating involving patellafemoral joint. X-ray reflected a change consistent with a detachment of the metal backing and/or wearing of the polyethylene. On 1/24/92 the patient underwent a revision of the left total knee - patella tibial articular surface was replaced. The finding at time of surgery was metal/plastic separation of component. The sales representative from the manufacturer was present for the surgery on 1/24/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.